Event description:
On (B)(6) 2011 customer reported that they found a diluent leak under the laser of their lh750 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found no signs of a leak and everything was dry. Fse ran numerous samples without any leaking observed. No further issues of leaks were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).